Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an imager diagnostic catheter with no other devices. The shaft and the remainder of the device were checked for damage. Visual examination showed no damage to the device. A .035 interlock test guidewire was inserted into the shaft and the guidewire traveled through the device with no hesitation or restrictions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the right lower extremity. An imager ii angiographic catheter and a zip guide wire were selected and advanced to the target lesion. It was noted that the that both devices were hard to use together. The guide wire was sticking within the catheter and was hanging up at the hub even when the wire and the catheter have been flushed. Subsequently, this happened when the wire and the catheter was being inserted or withdrawn. The procedure was completed with these devices. The physician was able to remove the device, but it was really difficult. It was very hard to remove and it should not have been that difficult. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the right lower extremity. An imager ii angiographic catheter and a zip guide wire were selected and advanced to the target lesion. It was noted that the that both devices were hard to use together. The guide wire was sticking within the catheter and was hanging up at the hub even when the wire and the catheter have been flushed. Subsequently, this happened when the wire and the catheter was being inserted or withdrawn. The procedure was completed with these devices. The physician was able to remove the device, but it was really difficult. It was very hard to remove and it should not have been that difficult. No patient complications were reported and the patient's status was fine.